Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that he was at 320mg/dl this morning. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value is 323 mg/dl which he treated using syringes. Customer stated that the drive support cap appeared normal. Insulin pump will not be returned for analysis.